Event description:
It was reported that the patient implanted with this boston scientific device had an ablation procedure in a different hospital, but today when the device was interrogated, therapy was found to be programmed off. The local sales representative wanted to know if the device data would show the date that therapy was programmed off. However, no data has been submitted for analysis. It was later reported that the physician made no changes to the device programming, and decided to send the patient back to the hospital where the ablation procedure was performed. No adverse patient effects were reported. The device remains implanted; it is expected that therapy would be programmed back on at the other hospital.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.